Event description:
The recipient reportedly experienced an infection. The recipient presented with swelling and inflammation at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient reportedly underwent a cleaning. The recipient's infection resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array and cut silicone overmold was observed on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented and electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.